Event description:
The event is reported as: complaint reported as the following: the clinicians have experienced issues with the light source on the MRI blades and handles. The fiber bundles on the blades ranged from a loose fit to bundles that were unable to remove from the blade. The light from the blades once connected to the handles was inconsistent and the battery was not the issue. No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.